Manufacturer narrative:
Software analysis was performed. This issue is consistent with a known software anomaly and is tracked in an internal database. Findings of the analysis indicated the reason to report this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a cranial resection procedure, the site had got to the register screen and saw the blue dot on the nose, but when they clicked a different spot on the nose to move that blue dot it became a blue block and the system became unresponsive. The site did a hard reboot and then were able to proceed to register the patient and proceed with the case. This was an axiem case in cranial 3. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.